Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported difficulty could not be replicated. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a non-calcified, non-tortuous lesion located in the proximal to mid left anterior descending artery. After successful post-dilatation of a stent and full deflation of the 3.5 x 8 mm nc trek balloon, resistance was felt during retraction of the balloon catheter through the guiding catheter. After retraction of the balloon catheter, a kink was observed in the balloon area of the catheter. There was no reported resistance during advancement of the balloon catheter in the anatomy. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.